Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c190, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the implanted lead was not high enough to get right arm coverage. The rep stated that a doctor would place a new lead for better coverage. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient¿s weight is unknown. The old system was not touched due to the coverage on the left side. Another new system was added to cover the neck and right arm. The patient now has two systems with great coverage of his left and right arms and neck. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 977c190, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the lead was deflected slightly to the left due to epidural scarring from the trial and the patient did have some right sided coverage. No further complications were reported or anticipated.